Event description:
It was reported that the subject device was unable to capture pictures. The issue was identified at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code, b30. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the reported malfunction, and the scope communication error are traced to component failure, defective scope connector/plug unit due to fluid ingress. Olympus will continue to monitor field performance for this device.